Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient experienced acute decompensated heart failure. In turn, the patient was admitted to the hospital on (B)(6) 2017 and was given intravenous diuretics. It was noted the patient's issue was believed to be due to the sensor being unable to obtain pulmonary artery pressures. The patient was discharged from the hospital on (B)(6) 2017. The patient's symptoms are showing signs of improvement.